Manufacturer narrative:
Additional information: remedial action initiated; correction/removal rpt number. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6)2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Doctor revised the patient's hip due to pain and instability. There was corrosion on the explanted head and the trunnion of the stem was worn to a point. A stryker stem, liner, and head were explanted. The stryker acetabular shell remained in patient. A stryker liner was implanted along with a competitor stem and head.

Manufacturer narrative:
Review of the device history records indicate that the devices were manufactured and accepted into final stock on with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Doctor revised the patient's hip due to pain and instability. There was corrosion on the explanted head and the trunnion of the stem was worn to a point. A stryker stem, liner, and head were explanted. The stryker acetabular shell remained in patient. A stryker liner was implanted along with a competitor stem and head.